Manufacturer narrative:
Nihon (B)(4) continues to investigate the reported event. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Device not returned.

Event description:
The customer reported that the cns (central monitoring system) has periodical communication loss issues.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the cns (central monitoring system) has periodical communication loss issues. The device was never sent in for evaluation as the cause was a faulty medica converter. Customer was provided part number for multimode medica converter to revolve the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.